Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The pt reported they could not increase the stimulation and a loss of stimulation was reported. The rep performed an impedance check and noted a variety of high impedance values ranging from 25,000-40,000. Patient reported they fell at least 8 times in the last 6 months, at unknown dates. The rep was able to program around the impedances for good coverage. The cause is believed to be due to the falls, but the issue is ongoing. The rep noted they would report any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.